Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited no telemetry. The device was explanted.

Manufacturer narrative:
Final analysis found intermittent telemetry during interrogation. Radio frequency module was the cause of failure.